Manufacturer narrative:
The operator was trying to assist the unload door to open by pushing up on the glass. When the cable released and door moved faster and her fingers hit the top cover panel and gave her a minor cut on both index and middle finger of right hand. Door was at the up position and would not close. Found door cable out of track and lodged between frame and bolt binding against wheel restricting the door from closing. Operator did not follow the proper safety procedures outlines in the operator's manual. Operator is required to call a qualified service technician to safely open the door.

Event description:
Susana hernandez - after cycle completed door was stuck and tried to open with right hand, and then door opened and cut middle and index finger on right hand. Does not recall what part of the machine actually cut her hand.